Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned lead passed continuity test but failed hipot and pressure tests due to breach in the inner and outer insulation of lead. Moreover, it was also noted that the breach was located approximately from the terminal pin, area distal of suture sleeve location where suture appeared to have sutured through the lead insulation. There were evidences of dried body fluid or blood in lead and possible tissue on the embedded suture ends, suggesting the suture may have been at this location prior to explant. Further, the damage in the inner and outer insulation could have contributed to the clinical observation based on the finding.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicating that the cause of elevated threshold was unknown. A lead failure was suspected but no obvious damage to the lead was observed at explant and the lead position was normal. This rv lead was explanted. No additional adverse patient effects were reported.